Event description:
Patient had surgery due to cancer of the head and neck. Surgeon was creating a free flap and working with a 3.0 mm anastomotic coupler to create the anastomosis in the vein. The rings of the coupler engaged and locked, approximately 1 1/2 minutes later, the rings disengaged and fell apart. Surgeon removed the anastomosis and proceeded to hand sew the anastomosis. The flap survived and the patient is fine.

Manufacturer narrative:
Device not returned for evaluation to manufacturer, no conclusion or evaluation can be done.